Event description:
A product performance issue was reported. The right atrial lead was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(4) - lead malfunction. Other text : device evaluation anticipated, but not yet begun.